Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device embedment / essure coils embedded in the left cornua/ seemed to have extruded from the left') in a female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: negative for constipation, diarrhea and vomiting. Previously administered products included for an unreported indication: wellbutrin xl from 6-jun-2015 to 28-may-2019, amoxicillin from 24-jun-2018 to 28-may-2019 and depo provera. Concurrent conditions included motor vehicle accident since july 2015, kidney stone since 2008, fibromyalgia, sleep disorder, obesity, osteopenia, amenorrhea, obstructive sleep apnea syndrome, mania, weight fluctuation, appetite fluctuation, loss of interest, energy decreased, osteoporosis, nephrolithiasis, hypertrophy of breast, neck pain, painful hips, unilateral leg swelling, unilateral leg pain, unilateral leg swelling, uti, compartment syndrome, leg injury, deep vein thrombosis, hematoma, pallor, paresthesia lower limb, insomnia, vitamin d deficiency, dysthymic disorder, dizziness, stress, hematoma, cellulitis, urinary tract infection, dysuria, flank pain, uterine bleeding, endometrial ablation and sleep disturbance. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2013, baclofen since 2017, brexpiprazole (rexulti) since 2017, cefixime (flexeril) since 2-apr-2017, duloxetine hydrochloride (cymbalta), folic acid since 2018, lamotrigine since 2016, lisdexamfetamine mesilate (vyvanse) from 2016 to 2017, loratadine from april 2016 to october 2016, medroxyprogesterone acetate (depo provera) from 2005 to 2013, metaxalone since 29-sep-2015, naproxen from 2016 to 2018, nitrofurantoin from 3-apr-2018 to 3-may-2018, orphenadrine since (B)(6) 2015, oxybutynin from 2016 to 2018, tizanidine since (B)(6) 2016, vitamin b12 nos (vitamin b12) since 2005 and vitamin d nos (vitamin d) from 2017 to 2018. In 2013, the patient experienced pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with trazodone and surgery (on (B)(6) 2018 hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, headache, vaginal discharge, fatigue, dysmenorrhoea, dyspareunia, vulvovaginal pain and back pain outcome was unknown and the depression and migraine had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: a few tiny calyceal tip stones in both kidneys, dominant stone on the left in the midportion laterally, unchanged. No hydro nephrosis or hydro ureter.. Electroencephalogram - on (B)(6) 2017: interpretation normal electroencephalogram, awake, with activation procedures. There are no focal lateralizing or epileptiform features.". Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The test was performed too early.. Nuclear magnetic resonance imaging brain - on (B)(6) 2017: 1. Ventricular system within normal limits for age. 2. No discrete mass lesion, hemorrhage or abnormal signal within the brain parenchyma.3. No abnormal enhancement". Pathology test - on (B)(6) 2018: final pathologic diagnosis. A. Bilateral essure coils, removal -- essure coils (gross only evaluation). B. Uterus with cervix, hysterectomy -- 1. Adenomyosis. 2. Benign endometrium and cervix.. Smear cervix - on an unknown date: normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- depression, pain, nausea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device embedment / essure coils embedded in the left cornua/ seemed to have extruded from the left') in a female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: negative for constipation, diarrhea and vomiting. Previously administered products included for an unreported indication: wellbutrin xl from (B)(6) 2015 to (B)(6) 2019, amoxicillin from (B)(6) 2018 to (B)(6) 2019 and depo provera. Concurrent conditions included motor vehicle accident since (B)(6) 2015, kidney stone since 2008, fibromyalgia, sleep disorder, obesity, osteopenia, amenorrhea, obstructive sleep apnea syndrome, mania, weight fluctuation, appetite fluctuation, loss of interest, energy decreased, osteoporosis, nephrolithiasis, hypertrophy of breast, neck pain, painful hips, unilateral leg swelling, unilateral leg pain, unilateral leg swelling, uti, compartment syndrome, leg injury, deep vein thrombosis, hematoma, pallor, paresthesia lower limb, insomnia, vitamin d deficiency, dysthymic disorder, dizziness, stress, hematoma, cellulitis, urinary tract infection, dysuria, flank pain, uterine bleeding, endometrial ablation and sleep disturbance. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin migraine) since 2013, baclofen since 2017, brexpiprazole (rexulti) since 2017, cefixime (flexeril) since (B)(6) 2017, duloxetine hydrochloride (cymbalta), folic acid since 2018, lamotrigine since 2016, lisdexamfetamine mesilate (vyvanse) from 2016 to 2017, loratadine from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from 2005 to 2013, metaxalone since (B)(6) 2015, naproxen from 2016 to 2018, nitrofurantoin from (B)(6) 2018 to (B)(6) 2018, orphenadrine since (B)(6) 2015, oxybutynin from 2016 to 2018, tizanidine since (B)(6) 2016, vitamin b12 nos (vitamin b12) since 2005 and vitamin d nos (vitamin d) from 2017 to 2018. In 2013, the patient experienced pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with trazodone and surgery (on (B)(6) 2018 hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, headache, vaginal discharge, fatigue, dysmenorrhoea, dyspareunia, vulvovaginal pain and back pain outcome was unknown and the depression and migraine had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: a few tiny calyceal tip stones in both kidneys, dominant stone on the left in the midportion laterally, unchanged. No hydro nephrosis or hydro ureter.. Electroencephalogram - on (B)(6) 2017: interpretation normal electroencephalogram, awake, with activation procedures. There are no focal lateralizing or epileptiform features." Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The test was performed too early. Nuclear magnetic resonance imaging brain - on (B)(6) 2017: ventricular system within normal limits for age. No discrete mass lesion, hemorrhage or abnormal signal within the brain parenchyma. No abnormal enhancement". Pathology test - on (B)(6) 2018: final pathologic diagnosis. Bilateral essure coils, removal -- essure coils (gross only evaluation). Uterus with cervix, hysterectomy -- adenomyosis. Benign endometrium and cervix. Smear cervix - on an unknown date: normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- depression, pain, nausea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr was received. Reporter information was updated. The event injury was updated to pain new events: device embedment / essure coils embedded in the left cornua/seemed to have extruded from the left tube., pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, migraines, headaches, vaginal discharge, fatigue, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, lower back pain. Medical history, historical drug, lab data were added. On 17-may-2019: pfs & mr received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.